Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system leaked from the adapter during use. The following information was provided by the initial reporter, translated from chinese: "the department of infectious diseases reported that liquid leakage was found at the connection of the needle seat during use."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 14-jun-2023. H6: investigation summary: a device history review was conducted for lot number 2291093. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample has been returned to our facility to aid in our investigation. Enhanced visual analysis of the device was sufficient to observe the reported breach in the wall of the extension tubing. This event has been confirmed. Our engineers noted, during their evaluation, that the surface to the breach was indicative of contact with a sharp surface. This, in conjunction with the prolonged use of the device, suggests that the unit was operating as intended, until acted upon by a force outside of the manufacturing process. At the conclusion of our review, our engineers were unable to determine the exact circumstances of the tubing damage, and could not formulate a root cause associated with our processes.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system leaked from the adapter during use. The following information was provided by the initial reporter, translated from chinese: "the department of infectious diseases reported that liquid leakage was found at the connection of the needle seat during use."